Event description:
It was reported the device detected cross-talk and triggered safety pacing. The crosstalk resolved itself during the case and safety pacing was no longer seen. The patient will be monitored.